Event description:
Reporter indicated that a hospital had returned a programming wand with a broken cable that was no longer functioning. Product analysis determined the serial data cable had an intermittent conductor.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a serious injury or death.